Manufacturer narrative:
Reported event: an event regarding trunnionosis (disassociation) and altr involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: no further investigation is required at this time. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, histopathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient's right hip was revised due to trunnionosis. Intra-operatively, it was observed the patient's synovial fluid was black, there was a considerable "amouth" of black tissue, and the trunnion had collapsed. The rep confirmed there was no disassociation. A 36mm lfit v40 head (offset unknown), accolade stem, and poly liner were revised to a restoration modular stem construct, ceramic head, and an adm/mdm liner construct.

Manufacturer narrative:
Reported event: an event regarding wear/trunnionosis involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to trunnionosis. Intra-operatively, it was observed the patient's synovial fluid was black, there was a considerable amouth of black tissue, and the trunnion had collapsed. The rep confirmed there was no disassociation. A 36mm lfit v40 head (offset unknown), accolade stem, and poly liner were revised to a restoration modular stem construct, ceramic head, and an adm/mdm liner construct. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.